Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized due to low blood glucose levels. The customer's blood glucose reading was either 37 ro 47 mg/dl. The customer could not recall. The customer stated that he was in a car accident, and was the driver. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.